Event description:
It was reported that on may 9, during a biopsy procedure, the c-arm rotated on its own. A field engineer examined the equipment and found that the rotation switch at the rear of the gantry was sticking, causing uncommanded motion. The field engineer replaced the rotation handle on the bottom of the c arm.the system is functioning properly and meets all manufacturer specifications. No injury was reported.

Manufacturer narrative:
It was reported that on (B)(6) 2024, there was uncommanded c-arm motion on a selenia dimensions after the needle was removed during a biopsy procedure. It is reported that the c-arm suddenly rotated on its own toward 180°. A field engineer (fe) examined the equipment and found that the rotation switch at the rear of the gantry was sticking, causing uncommanded motion. The fe manually adjusted the rotary switch to resolve the issue. There were no patient or user injuries reported. A review of this device history showed that the issue did not return after the rotary switch was adjusted. The rotary switch was not replaced; therefore, no parts were returned for further investigation. The rotary switch was 258 days old at the time of adjustment. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the rotary switch. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the rotary switch. The complaint review identified the rotary switch was original to the system therefore, the DHR was reviewed. There were no discrepancies that were related to the rotary switch. System product code: sdm-sys-6000-3d, serial number: (B)(6), system manufacture date: june 30th, 2023, system installation date: (B)(6) 2023, unique device identified (UDI): (B)(4).